Event description:
The report stated that while using the device, a metallic part disengaged from the instrument into the patient cavity. It was retrieved immediately. This caused no damage to the patient issue. There was no bleeding.